Event description:
Customer reported that the insulin pump was exposed to pool water and believes that it is not working properly. Customer stated that she has been receiving button error alarms on the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The unit also was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and broken battery tube threads.